Event description:
Device 1 of 2. Reference MFR report number:1627487-2019-00521. It was reported that the patient required and MRI for an unrelated medical event. Multiple attempts were made to place the ipg into MRI mode but to no avail. Diagnostics revealed low impedances on the lead contacts. As a result, surgical intervention was undertaken on (B)(6) 2018 for the patient to have an MRI and multiple tests.

Manufacturer narrative:
Added patient weight.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-00521.